Manufacturer narrative:
Device forced into standby mode and an error message appeared on the screen. We are still not aware of the root casue. We are unaware about operator/patient injury.

Event description:
The laser system had a failure that did not allow to use it. No adverse effects to patient were reported.